Event description:
Ous MDR - after an implantation period of approx. 122 month intermittent noise with a normal value of impedance was reported. During the explantation procedure a damaged insulation in the subclavian area was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. Three parts were returned for analysis. The lead was cut approx. 7.5 cm distal to the is-1 connector pin. Furthermore the inner coil was found cut 34 cm distal to the is-1 connector pin. An extraction tool was found inside the distal lead fragment. The analysis revealed multiple abrasion marks along the lead body. In particular 17.5 cm and 18.5 cm distal to the is-1 connector pin the insulation was found rubbed through. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of constant friction against another implantable device such as the generator housing. Moreover at approx. 31 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The insulation was severely damaged in this area and the outer conductor coil was fractured. The characteristics of this damage indicate clavicular first rib entrapment. The above mentioned damages can both be considered to be the root causes for the clinical observations. Additionally the distal part of the lead was found pulled out of the ring electrode which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.